Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10 multiple MDR reports were filled for this event: 0002648920-2023-00047 reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported patient underwent a revision procedure one years post implantation due to loosening of femur and tibial prosthesis. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: femoral component catalog # 00599401391 lot # 64012476. Headless trocar drill pin 3.2 mm diameter 75 mm length catalog # 00590102000 lot # 64809158. Stem extension straight 15mm dia x 30mm length(combined length 75mm) catalog # 00598801215 lot # 64036688. Stem extension straight 15mm dia x 30mm length(combined length 75mm) catalog # 00598801215 lot # 65133553. Articular surface with locking screw size yellow/c,d 17 mm height for use with femoral c,d catalog # 00599403017 lot # 64614539. Report source: australia. Customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2023-00474. Not returned by hospital.